Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a loose pressure line due to a usage error, which was restored. There was no patient or user harm was reported.

Event description:
Patients et cuff pressure being monitored using intelicuff tubing in auto mode, ventilator alarming and saying cuff leak and loss of peep. Ventilator checked showing adequate cuff pressure, however cuff was deflated when checked physically. Settings adjusted with no improvement so tubing removed and cuff inflated and checked manually.